Manufacturer narrative:
A software analysis was initiated to determine the probable cause of the issue the logs were reviewed, but provided no additional insight regarding the cause of the reported complaint.  Additionally, according to the sf.com case, the field rep was unable to replicate the issue during a system checkout. There is insufficient information to determine whether a software anomaly contributed to the reported behavior. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product analysis # (B)(4). A medtronic representative went to the site to test the equipment. Testing revealed that the system functioned as intended. The system then passed the system checkout and was found to be fully functional. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation device being used for a sacroiliac and thoracolumbar. It was reported that before the case all the regular settings were not there including instruments, view and navigation settings. All the surgeons at the site use the same profile and have procedures set up within that profile. The manufacturer representative (rep) indicated that the procedure was finished simply by adding the missing information and there was no surgical delay. The rep indicated that the site told them that they did not delete the profile, but the rep was not on site to confirm this at the time.